Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of manufacture is currently not available. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit shut down during a power outage, possible failure of battery backup. There was no report of patient involvement.

Manufacturer narrative:
It was initially reported that the unit shut down during a power outage, indicating a possible failure of the battery backup. Investigation by a ge healthcare service representative could not duplicate this issue. The unit did switch to battery power when tested by the ge healthcare service representative. This event has not caused a death or serious injury nor is it likely to cause a death or serious injury, or require medical intervention to prevent a death or serious injury. Based on this information, this event is not reportable.